Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was experiencing "feeling flushed" and hearing the critical alarm for the last couple of days. The patient's pump was filled about a month and a half ago and typically was refilled every 3 months or so. On (B) (6) 2010, it was reported that the patient had been in withdrawal. Almost two weeks ago, the patient started having stiffness and called the healthcare provider to have the medication increased. The patient's message was not relayed. The patient's spasms increased over the past 5-6 days and became severe. The patient was feeling ill. The pump was last refilled with baclofen on (B) (6) 2010 and a refill was mistakenly not scheduled; the patient missed a refill. After checking the pump, it was determined that the pump had been empty since (B) (6) 2010; the first alarm occurred on (B) (6) 2010. The patient was taken to the hospital on (B) (6) 2010 and was given oral baclofen. The patient was admitted to the hospital on the morning of (B) (6) 2010 and the pump was refilled. It was noted that the patient heard a six tone alarm and not a two tone alarm. The patient had cognitive issues (unclear if this was baseline for the patient) and the reporter noted, the patient did hear a six tone alarm. Additional information has been requested from the hcp, but not available as of the date of this report.